Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the force bipolar instrument joint was disarticulated, and it would not open. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the grip routing. The dislodged wire would get stuck in between the grips causing the instrument to not open properly. The instrument grips were manually manipulated, and the instrument failed an electric continuity test on 3 of 3 attempts. The instrument was found to have damage to the conductor wire's insulation at the grip routing. There was no material missing and the conductor wires were not exposed. The wire was not torn or fully broken. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.